Event description:
It was reported: this pt had a left total hip done in 2000 and has had continued pain since that time. X-ray shows loosening of the acetabular cup, pt was admitted to this facility for a revision of the total hip. Intraoperatively the cup was found to be loose. The acetabular components along with the femoral head were removed and replaced.